Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep met the patient for their post-op appointment, but the patient had shingles which were visible in an area on her abdomen with pain going around her side and back. It was painful to the touch. The rep tried to do some programming, but the patient could barely feel it because of the pain from the shingles. The patient was directed to follow up with their primary care provider to address the shingles. Once the shingles are under control, the rep was going to meet with the patient to have better success with the system. The patient demonstrated comfortable charging and use of the programmer.